Manufacturer narrative:
Additional information was received regarding the patient's weight.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. Conduction disturbances are known potential adverse effects per the instructions for use (IFU) and can be resolved with the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). The device remains implanted. A device history review (DHR) is not required as the event description does not indicate a potential manufacturing issue. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 6 days following the implant of this transcatheter bioprosthetic valve, complete heart block was noted. An external pacemaker was used and later a permanent pacemaker was implanted. No additional adverse patient effects were reported.